Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 350-450 mg/dl with ketones. The customer administered insulin injections to lower the bg level. The customer changed out the supplies to the pump. As the occlusion alarms occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer was using humalin u-500 insulin.